Manufacturer narrative:
The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or the kink resistant tubing (krt). Inspection of the remainder of the device revealed no other damage or irregularities that would affect the functionality of the pump. The pump passed functional testing and performed within product specifications. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no other damage or irregularities that would affect the functionality of the device. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was not functionally tested because there was no device allegation made against the balloon component, and further functional testing did not deem necessary. Product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction directly related to the reported events could not be confirmed and the adverse event of (swelling) is included in the product labeling. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the physician experienced issues with the artificial urinary sphincter(aus) when trying to activate the device. The device was implanted with no complications, however, when activating the device a cystoscopy was performed and no coaptation or fluid was seen. There was not any fluid moving from the balloon to the cuff. It is suspected that there is something wrong with the pump. Since the device did not work, all components then removed and the case was aborted. The patient experienced swelling however the end patient outcome was reported to be fully recovered.

Event description:
It was reported that the physician experienced issues with the artificial urinary sphincter (aus) when trying to activate the device. The device was implanted with no complications, however, when activating the device a cystoscopy was performed and no coaptation or fluid was seen. There was not any fluid moving from the balloon to the cuff. It is suspected that there is something wrong with the pump. Since the device did not work, all components then removed and the case was aborted. The patient experienced swelling however the end patient outcome was reported to be fully recovered.